Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device intermittently displayed "self test" error messages. This is all the information that is available. Complainant indicated that there was no patient involvement in the reported malfunction.